Event description:
This supplemental report is being submitted to provide the results of the investigation.

Manufacturer narrative:
The returned device was evaluated, and the user's request of a ¿cable disconnection¿ was confirmed, the cable sheath is cut, torn and separated. Additionally, the device evaluation found corrosion of electrical contacts, defective image pixel, and punctured/cracked video connector. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no non-conformances were found related to this complaint. The likely cause of the reported failure is traced to component failure. A definitive root cause cannot be identified. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: handling and general precautions (caution). Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As part of the investigation, three attempts were performed to obtain additional information, but no information was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional relevant information becomes available.

Event description:
The customer reported the high-definition camera head "cable wire around the switch was cut". The issue was found during an unspecified event. There were no reports of patient harm.